Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The initial reporter first and last name is unknown. As noted in the operational instructions of the device instructions for use (dfu) for the zipwire hydrophilic guide wire, "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guidewire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The physician was having a lot of issues with moving the catheter over the wire and he felt like maybe the wire was kinked somewhere because he was having a hard time advancing and even pulling it back out of the patient. He still wanted to finish the case with the catheter so luckily they kept two on the shelf so they opened up a new one, and were able to finish the case. The other catheter worked perfectly fine, it was the same exact device. It glided over the wire as it should have. This was noticed during procedure and inside the patient's body but no complications on the patient, and the patient was fine. Further details reported that at first it was just difficult to advance and retract the catheter over the wire but before the new catheter was opened the device was stuck on the wire and in order to remove the catheter both the wire and catheter had to be removed simultaneously.